Event description:
A report was received that the patient had pus drainage at the pocket site. The patient underwent an explant procedure. The physician does not believe the pus drainage was device related. The symptoms have resolved following the procedure. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.